Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an error code 1134 check vent: blower stalled message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse reviewed suggested repair per the manual. The blower is operating as expected and the rpm is displaying as expected, issue could not be duplicated. The customer states that he is going to perform a full successful performance verification test (pvt) before returning it to service. He states that if there are any issues requiring parts replacement that they will retire this unit to be replaced with a hamilton ventilator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.